Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing low blood glucose. The customer's blood glucose dropped to 37mg/dl. The paramedics were contacted and customer was taken to the hospital. The customer's blood glucose ranged between 60mg/dl-91mg/dl. The customer was advised to monitor blood glucose. The customer was wearing the pump at the time of hospitalization. The customer was driving during the accident and it was non-diabetes related. We performed the displacement test and passed. The customer is unsure if the pump is over delivering. The customer was advised to discontinue use of the pump and revert to back up plan.